Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site had been having intermittent issues connecting to their microscope. The site reported occasionally the two were able to connect without issue, other instances it would take several attempts before the systems were able to connect as expected, and other instances the site was unable to successfully establish the expected connection between the systems. No information was available regarding whether the issue was with establishing initial communication between the systems, or with hud injection into the scope oculars. This had been an ongoing issue at the site. Additional information later received indicated there was no patient involvement. This connection was attempted before the patient was in the room and decided before the case started that the nav component of the microscope would not be used. Additionally, there was troubleshooting present. It was reported that more troubleshooting in regards to the reported event. The lan connection on the microscope said connected, multivision was on, turns on navigation extended, the display port displayed intermittently, and on the navigation side, under instruments, it was green. Under equipment, it was yellow and says "not connecting with kinevo". Technical services (ts) had them swap display ports on the navigation computer and restart the system which was successful. Ts had them swap display again on the navigation computer and on the microscope's side, the ports were toggled and everything worked as expected. It was noted that no matter which way the ports were switched on the navigation and on the microscope side, once they had a connection, they did not need to reboot to establish a connection. This is an intermittent issue and ts at this time was unable to figure out what this issue is.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735859, serial/lot #: -, ubd: , UDI#: d9, h2, h3: the hardware was returned and analysis was performed. The returned connector was bent out on one side with bent contacts inside the connector on the same side. A continuity test confirmed opens at pins 1 and 2. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.